Manufacturer narrative:
The field service engineer (fse) cleaned the flowcell and changed the electrodes to resolve the issue. The unit conformed to the MFR's specifications. Flowcell. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
The affiliate reported the customer alleged falsely low sodium (na) results, for multiple pts, involving unicel dxc 800 synchron system. This is report number one of seven. Subsequent testing on an alternate unicel dxc 880i system produced higher, normal results. Some of the erroneous results were released out of the lab and questioned by the clinician. Amended reports were issued to the clinician. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to access the unit.